Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full catheter was returned, analyzed and the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit.

Event description:
It was reported that during the implant procedure, after placement of the left ventricular (lv) lead through the catheter, the doctor got ready to remove the catheter using a universal slitter. The doctor grabbed the hub of the catheter and as the doctor was positioning the slitter, the hub broke off from the rest of the catheter. The doctor attempted to cut the catheter with a pair of scissors which was unsuccessful. The lead fell out of the coronary sinus and doctor had to start over again using another catheter with which there was no issue. The lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.